Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Doctor confirmed an intracapsular implant rupture during scan, in patient with a history of cancer in the left breast who had reconstruction surgery. The record related to the left side.